Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death and heart failure are listed in the xience xpedition instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.5x38 xience xpedition stent was implanted on (B)(6) 2014 in the distal right coronary artery to treat the 100% stenosis. The patient recovered well after the stent procedure. On (B)(6) 2014, the patient died from heart failure. Coronary angiography and ivus were not performed before the patient death. The physician believes the patient death may be related to the stent. An autopsy was not performed. No additional information was provided.